Event description:
At the end of a procedure (rodding of left humerus w/c-arm coverage), with the patient supine and the table in reverse orientation, it was reported that the leg section of the table fell. The anesthesiologist caught the patient, the leg section was supported with a stool and the procedure was completed. X-rays were taken of the patient from the neck to the tailbone, results negative.